Event description:
Consumer claim to have been pierced with the inverness ear piercing system on 6/8/99 at a retail vendor. On 6/12/99 consumer sought medical treatment for swelling of the ear. Consumer was placed on warm soaks and an antibiotic. On 6/17/99 consumer was admitted into the hospital for incision and drainage and was placed on intravenous antibiotics. Consumer released on 6/20/99.